Manufacturer narrative:
Continuation of d11: product ID: 97755 ,lot# serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received stated that no surgical interventions were scheduled and there was no physician observed cause at the time of follow-up. A cause of the issue was determined however; it was noted that ¿overdischarge was confirmed for the cause¿ after verifying matters. Troubleshooting was performed and the patient was using their device without any troubles. There were no further complications reported or anticipated.

Manufacturer narrative:
Please note the exact event date is unknown, this date represents a month and year approximation. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that when attempting to charge the implantable neurostimulator (ins) a ¿no device is detected¿ message was displayed and the ins could not be charged. The ins battery ¿ran out¿ due to the ins being unable to be charged and the patient¿s original pain recurred due to the stimulation effect being lost. A variety of troubleshooting attempts were made to resolve the issue; these attempts included removing the patient controller battery, replacing the recharger telemetry module (rtm), changing the rtm¿s position, checking communication with a manufacturer representative present, re-pairing the patient controller with the ins, and attempting communication with another patient controller and rtm. Despite these attempts, ¿no device is detected¿ was still displayed in each case and ¿charging was impossible.¿ an attempt to interrogate the ins with a clinician tablet was also unsuccessful. Though it was noted the ins had been fully recharged before the problem occurred, an attempt was made to force-charge the ins, but failed since the patient controller could not communicate with the ins. An attempt to disable the device failed, since the patient controller and ins could not be paired. It was unknown whether any external factors may have led or contributed to the issue. There were no surgical interventions performed and it was unknown whether any were planned. The chronic pain patient was alive with no injury at the time of report. The issue remained unresolved at the time of report. No further complications were reported or anticipated.